Manufacturer narrative:
The sample of the actual product was received, the mounting direction of the clamp was reversed. Inventory was checked of the stored specimens (33 lots of products stored for each serial number, 165 pieces in total * n = 5), and found no abnormality in the mounting orientation. Based on the status of the preserved specimens, it was presumed that this event was caused by a situation in which the worker attached the product in the wrong direction, which was not detected in the visual inspection after assembly. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that prm/c60/n35 had the clamp installed in the wrong direction. The following information was provided by the initial reporter: "the clamp installed opposite direction."

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prm/c60/n35 had the clamp installed in the wrong direction. The following information was provided by the initial reporter: "the clamp installed opposite direction."